Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that while screwing into a 4.5 mm hole both anchors deformed so much that they didn´t hold. One anchor had severed the gracilis tendon. They had to take everything out again and then in the end they only knotted the ends with ourselves. Update 05-sept-2019 further information obtained: chronic ac joint stabilization with dog bone and gracilis tendon was performed. Gracilis tendon was explanted from knee. They worked with a dog bone, additionally and independently looped the gracilis tendon around the coracoid and then fixed in the clavicle with 2 holes and 2 swivel locks. Because of this incident the surgery was extended 20 minutes. It was finished successfully. The tendon was explanted again and then the ends were sutured in the baseball seam technique. Tendon was pulled through again and then knotted together.

Manufacturer narrative:
Complaint confirmed, the anchors were found to be jammed inside the outer driver tube, indicating the anchors were not advancing during the attempted delivery. The most likely cause of the event is improper bone preparation.